Manufacturer narrative:
Final analysis found damage that was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with severe phrenic nerve stimulation. The physician was unable to program around the nerve stimulation and decided to explant and replace the left ventricular lead and upgrade to a biventricular system. Once the system was replaced, the physician was able to make the necessary programming changes. The patient was in stable condition.